Event description:
It was reported that there were concerns this left ventricular (lv) lead exhibited loss of capture (loc) as there were high capture thresholds. Technical services (ts) reviewed the reports of the threshold test and noted that there was an intermittently early lv signal that inhibited the lv pace. Ts suspected that the lead oversensed a left atrial signal. Ts suggested reprogramming, which resolved the early lv signal from appearing on the electrogram (egm). The lead remains in use. No adverse patient effects were reported.